Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: pressure sensor assembly defective correction: replaced defective component.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: added information in h6: root cause: pressure sensor assembly defective. Correction: replaced defective component. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: technical event: 233005 (pressure sensor tolerance).